Manufacturer narrative:
Charite is approved for use as a one level implant only from l4-s1. Surgeon was reported to have implanted the device at l2/l3. This goes against the info that is recommended in our surgical technique or in our surgeon training presentation materials. A review of the device history records (DHR) for these devices found no mfg discrepancies. No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Pt contacted depuy spine to report that she continues to have post-operative pain following implant of the charite disc in 2005. Pt claims that the endplates are touching when viewed on films and that she hears grinding noises. The implants were placed at l2/l3, which is outside the labeled indications for use.